Event description:
It was reported that the patient had to have a revision done ¿about a month ago.¿ the patient needed the revision because she had fallen and three out of the four lead wires got ¿pulled out.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v434656, implanted: (B)(6) 2010,explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received sixteen days later indicated that patient received assistance from her manufacturer representative or healthcare provider (hcp) and her concerns were resolved. Patient appointment was scheduled on 2014-(B)(6).